Manufacturer narrative:
H10: through follow-up communication under previous complaint on the same unit from the same customer, livanova learned that the device was cleaned regularly per the instructions for use and that it was placed inside the operating theater during use with the fan directed away from the patient and at an estimated distance of tree (3) meters from the surgery field. In addition, livanova learned that the device is stored full of water during period of non use (i.e. During week-end) and that the hydrogen peroxide (h2o2) level is checked only during the week. A lack in monitoring the h2o2 level of the water tanks may have led/contributed to the reported contamination.

Event description:
See initial report.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-coolersystem 3t was contamination by mycobacteria chimaera (mbc) during routing water check. There is no patient involvement.